Manufacturer narrative:
The account decided not to have the device repaired. The account removed the device from service, scrapped it out and is using it for spare parts. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the hi/low function is drifting.